Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during a gastroscopy procedure performed on (B)(6) 2026. During the procedure, the clip failed to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered and stable.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failure to release from catheter. Block d4: h4: the complainant was unable to confirm the reported lot number. Therefore, the manufacture and expiration dates are unknown.